Event description:
During the procedure, a grounding pad error occurred indicating the grounding pad detached and the procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ionicrf¿ generator was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the returned product and a successful post (power on self-test) was confirmed. A review of the system log files confirmed the occurrence of the reported message displayed on the event date of (B)(6) 2022, which was unable to be reproduced during the evaluation period. Log files also confirmed multiple and repeated lesions were successfully performed after the reported event date without reoccurrence. Temperature and impedance feedback values were as anticipated for the testing performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the occurrence of the field reported issue was confirmed. However, no abnormalities were reproduced during the evaluation period.